Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, 1st inratio: 1.5, 2nd inratio: 2.9. A few mins later with different finger. Pt self tester's therapeutic range is 2.5-3.5. Customer reported milking the finger in the attempt to collect sufficient sample for the test. Pt has white spots on the nails and skin; pt went to several doctors, which have not been able to tell her what it may be.

Manufacturer narrative:
Investigation pending.